Event description:
A customer contacted baxter's technical service center to report the homechoice (hc) machine was not draining out all the fluid. The home patient (hp) wanted a swap of the hc machine for this issue. The ultrafiltration (uf) reading at the time of the call was -290 ml and the hp reported she drained out 1400 ml manually after therapy was completed. The hp stated there was no alarm on the machine and this is the first time she's drained 1400 ml after therapy. The most she had drained previously was 400 ml at the end of therapy. The hc machine is not programmed for a last fill (last fill volume = 0 ml) and the hp did not understand how there was 1400 ml of solution inside of her. The technical service representative (tsr) explained the minimum drain percentage and the last manual drain option on the hc machine. There was no patient injury or medical intervention indicated at the time of the initial report.